Manufacturer narrative:
Patient identifier of (B)(6) is related to model number: maj-2318, s/n: (B)(6). Patient identifier of (B)(6) is related to model number: oer-4, s/n: (B)(6). The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The root cause of the subject event was not specified as the defect was not caused by failure in the endoscope and no investigation was performed on the device. This issue is addressed in the instructions for use (IFU): ¿the instruction manual operation manual¿ chapter 3 preparation and inspection, 3.9 inspecting the disinfectant solution¿s concentration level describes the following warning. Before reprocessing the endoscope, be sure to check that the disinfectant solution has an effective concentration by using test strip. Also, be sure to replace the disinfectant solution before it loses its effectiveness. When checking the concentration of the disinfectant solution before reprocessing when test strip is used to check the concentration of disinfectant solution taking measures when restarting reprocessing process in the case of failure to check the efficacy of the disinfectant solution. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported to olympus on behalf of the customer that the evis exera lll gastrointestinal videoscope may have been inadequately disinfected and washed, and used for patients, but the specific number of people and the number of times is unknown. The issue was found during preparation for use for a diagnostic procedure. There were no health hazards or infections to patients reported. This report is related to linked patient identifier (B)(6).